Manufacturer narrative:
Advanced bionics was informed that the device was discarded and will not be returning to the company. A review of device history records was completed and no anomalies were noted.

Event description:
It was reported that pt developed infection two week after initial surgery. Device was explanted and pt was reimplanted with another advanced bionics cochlear device. Once more info becomes available, a supplemental report will be submitted.